Event description:
Report states: "had uterine artery embolization for multiple fibroids. Was misembolized and microspheres blocked blood supply to labia. Labial tissue became necrotic and turned black - as if I was burned from the inside out. Treated as burn victim - after one week delay because nobody knew what was happening to me. I then had to wait weeks in excruciating pain while dead, blackened skin sloughed off down to the raw tissue and raw nerves and regenerated itself. The pain of urinating resembled how it would feel when salt is poured on a slug. The pain the labial area felt like somebody was torturing and burning me with a lighter. I was incapacitated for weeks."